Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The motor was tested outside the device and passed. No motor error alarms or excessive no delivery alarms were noted. The pump functioned properly. The pump was received with scratched lcd window. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings, motor error and no delivery alarms from the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer treated with manual injection. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer stated that she was able to rewind the pump. The customer stated that there were no motor position encoder errors in the alarm history. The customer stated that the no delivery alarm was recurring. The customer was advised to perform a 5.0 unit fixed prime. The customer stated that the insulin did exit and the pump alarmed no delivery. The customer will be sent a replacement pump.